Event description:
It was reported that the bottom jaw of the instrument was broken off during use. No patient complications were reported.

Manufacturer narrative:
(B) (4): the inferior shaft is broken off from the centerline of the jaw pivot pin forward. Microscopic examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.